Event description:
Pt to have an ercp performed for placement of a biliary stent. During the procedure, the md went to load the stent into the olympus scope and visualized a small green object in the chamber. The green object was removed, the biliary stent was loaded into the scope and placed into the pt without further incident. The green object was later identified as a pancreatic stent. Scope cleaning log sheets validate proper and thorough procedure were followed according to the MFR's guidelines. These procedures are aimed at dislodging any/all particles or residual matter during the cleaning process. This scope did run through multiple medivator high level disinfection processes.